Event description:
It was reported the patient had a loss of therapeutic effect. It was also reported, a month prior to report, the impedances were checked from 1 volt to 3 volts and some contact pairs measured greater than 4,000 ohms. There was no x-ray taken and it was reported the specific contact pairs that were out of range were unknown. The impedances on the patient's device were rechecked a month later and it was reported all impedances were within normal range. The patient¿s device was reprogrammed and the patient reportedly received "great benefit."

Manufacturer narrative:
(B)(4).